Event description:
The user complained of a change in sound quality and a sensation of a tickling in his right ear canal. The sound quality in the right ear has been reported as very high-pitched with a buzzing quality. Anyway the user still feels that hearing is better with the device than without it. The electrode array was then visualised in the user's ear canal, where an extrusion is suspected. The user will visit the implanting surgeon and a CT will be performed.